Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The contour next test strips and contour next control solution were not returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 0bv2g58, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control results.

Manufacturer narrative:
Section b5 of the initial report indicated the suspected device name as contour next ez meter. The correct device name associated with this event is contour next meter. Section b5 has been updated. The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Event description:
The customer ran a control test with his contour next meter and obtained a reading of 108 mg/dl at 1:13 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran a control test with his contour next ez meter and obtained a reading of 108 mg/dl at 1:13 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.